Event description:
Perigraft liquid was observed in 4/2000 after pt had both left and right subcutaneous axillo-femoral bypasses in 3/2000. Repeated punctures were performed to evacuate fluid collection. It should be noted that no drains were placed post-operatively. On 5/8/2000 another subcutaneous axillo-femoral bypass was performed to replace previous left axillo-femoral bypass graft because of perigraft liquid. On 5/10/2000 fluid collection was observed. It should be noted that in this second surgical procedure, no drains were placed post-operatively.